Event description:
The customer reported that they were hospitalized for dka. The customer was running high and manually treating, however, bgs would go up and down. The set was changed. Troubleshooting was not performed at the time of call because the batteries were removed from the pump. Additionally, it was indicated that the customer might have a virus. The family member informed that patient was vomiting for two days. The customer is currently on injections. It was mentioned that the pump had an alarm. Instructed the family member to change the batteries but the pump continued alarming.